Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 32 mg/dl with symptoms of unsteadiness when standing and/or walking and confusion and/or disorientation. It was reported that the patient required third party assistance and was given orange juice. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter stated that the patient bolus, took 6 units of insulin, without properly calculating for meal, resulting in the low bg excursion. Troubleshooting did not identify any malfunction of the pump. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a use error in that the patient bolus without properly accounted for food intake.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history settings issue was not verified in the black box or duplicated in the evaluation. Review of the black box data showed that the pump history was not available for the complaint date. Review of the pump¿s total daily delivery history confirmed that the pump was delivering the programmed basal and bolus accurately. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. The pump¿s delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus was delivered and recorded correctly.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.